Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a change sensor alarm from the sensor. The customer's blood glucose reading was 174 mg/dl. The customer stated that he received a calculation error and change sensor. The customer stated that his sensor told him he was low last night and he went down stairs and fell to the floor. The customer got back up and got an error message on the pump. The customer stated that the pump went into threshold suspend. When the customer got downstairs, his blood glucose was 79 mg/dl. The customer refused to troubleshoot.